Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent. The customer noticed symptoms, 3 or more hours after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Also, the patient had high blood glucose(bg) and specific value is unknown unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.